Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
(B)(4) received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 9611594-2017-00005 for the first patient; refer to 9611594-2017-00006 for the second patient; refer to 9611594-2017-00008 for the fourth patient. It was reported that there was endotracheal tube obstruction by viscous blood or sputum. This occurred four times. Of those four times, an unknown number required extubation and re-intubation. The remaining incidents were noted upon scheduled extubation, with no re-intubation required. There were no injuries to patients reported. No further information has been provided at this time.